Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode c. An unused pulse wire migrated within the ECG electrode and cut into the discharge (green) and lead2- (orange) wires. The root cause for the migrated wire has not yet been determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's was recieivng adjust belt messages.